Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torqvue delivery system. There was no angulation or kinks noted in the delivery system. During the procedure, while releasing the device from the delivery system, it was noted that the device deployed in a cobra deformation. The device was never released from the delivery cable while inside the patient. A replacement 16mm amplatzer septal occluder (8197889) was implanted without complications. The patient remained hemodynamically stable during the procedure. The patient was reported as stable. There was no clinically significant delay and no reported adverse effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. Imaging was received from the field appearing to show the device presenting cobra deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.